Manufacturer narrative:
(B)(4). Batch # t5e87x. Device analysis: the analysis results found that a (B)(4) device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. The reported event could not be confirmed as no packaging was returned for analysis. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic esophagus procedure, before being used on the patient, it was noted that the plastic part packaging (plastic bag) appeared ripped, compromising the sterility of the device. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.